Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a procedure, it was the second tack to be rejected by the patient's body. The tacks had pushed through the patient abdominal muscle causing pain and inflammation. This resulted to another surgery.